Event description:
The proximal portion of the catheter was explanted. The distal portion remains because the patient wanted it to stay implanted to prevent a spinal leak postoperatively. The hcp is no longer treating this patient and the new physician has not been identified.